Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit has an unknown issue. Upon triage on (B)(6) 2016 the service tech found the power cord had a broken live pin.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the power cord had a broken live pin. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.